Event description:
Cardiac catheterization performed. Upon removal of the medtronic guidewire, the wire severed off and perforated the distal right coronary artery. The pt suffered a cardiac arrest and died. The coroner was notified and request review of the pt.